Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k141521, k141597. E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The patient underwent percutaneous transluminal balloon dilatation of an artificial arteriovenous fistula in the left forearm under local anesthesia with b-mode ultrasound guidance. Vascular access was successfully obtained under ultrasound guidance. Severe vascular stenosis was noted. A 5.0 x 40 mm, 75 cm mustang balloon catheter was advanced for dilatation. During inflation, the balloon ruptured prior to reaching the rated burst pressure. The device was removed and replaced with another balloon of the same specification, and the procedure was successfully completed. No patient complications were reported as a result of this event, and the patient remained stable post-procedure.